Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were crossed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Event date: unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: which firing did this occur on? Did anything unexpected happen prior to this incident? Was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? Was there a recent conversion to ees devices in this account or with this surgeon? If the mentioned oedema belongs to this complaint, when was it detected? During the procedure or afterwards? How was it treated? How was the procedure completed? Was there any patient consequence (on the synergy form it says yes for potential ae)? Will the device be returned for analysis? As the synergy form says ¿discarded¿ but in the event description it mentioned ¿one device will be returned.¿ comments from the sales rep: ¿I¿ve contacted the surgeon who made the complaint; during use, when manipulation is applied on the cystic artery, and if the tissue has oedema, clips close crossed. There has been no harm to the patient. They resolved the problem by using an alternative clip. He has refused to share specific patient info. As the compliant date is (B)(6) 2014, they do not have the complaint product available.¿ comments from the affiliate: I¿ve called the sales person yesterday, and she told me that, there is possibility that the product has been reused, but this cannot be proven as the complaint product is not available. The doctor does not too often use the product. But he is an experienced healthcare professional. The oedema mentioned is not because of the usage of the product, rather, the doctor complains about clips coming crossed especially on soft tissue or on tissue with oedema(that already exists). Additional information received from the affiliate: event date is (B)(6) 2014 as per the letter signed by the doctor and sent to the local (B)(4) awareness date is (B)(4) 2015.